Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during surgery the matrix mandible drill bit piece broke off in the patient's mandible. Attempts to remove the piece were unsuccessful. The decision was made to leave the piece in place. It was unknown if there was a surgical delay. Procedure was completed successfully. The patient status is unknown. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).